Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting far field oversensing. Technical services (ts) was consulted and recommended increasing outputs. The device remains implanted. No adverse patient effects were reported.